Event description:
Summary: patient presenting seroma 1 months after spinal fusion procedure. First operative procedure: lateral fusion from l1 to l3 an oblique incision was created of the right flank centered between the l 1-2 and l2-3 segments. An annulotomy was then created at the l2-3 area and disc material was removed off of the end plates. Once all disc material had been retrieved, the contralateral annulus was divided and the endplates were prepared for interbody fusion. The disc space was then thoroughly irrigated with saline solution. A titanium spacert measuring 12 mm x 55 mm x 22 mm was then packed with catalyst putty as tightly as possible. This titanium spacer was then malleted into the l2-3 disc space under fluoroscopic guidance. Bleeding at this point was controlled using thrombin gelfoam powder and bipolar cautery. The l1-2 disc space was prepared in identical fashion as l2-3 after which a second titanium spacer measuring 10 mm x 55 mm x 22 mm was then packed with the catalyst putty as tightly as possible. This titanium spacer was then malleted into the l 1-2 disc space under fluoroscopic guidance. A 2-hole plate was place to help augment the fusion of l1-2. This plate was held into position using 2 screws, a 50 mm screw into l1 and a 35 mm screw into l2. The wound was then irrigated thoroughly. Bleeding at this point was controlled using floseal and bipolar cautery. Closure was then accomplished with a #1 vicryl reapproximating the transversalis fascia as well as the internal and external oblique musculature. Immediate subcutaneous cutaneous tissues were closed with a 3-0 vicryl and skin closure was accomplished using mastisol and steristrips. The wound was then sterilely dressed. Second operative procedure: posterior spinal fusion with instrumentation a midline thoracic incision was created spanning approximately t9 down to l5. This incorporated the existing midline incision over the lumbar spine extending up to approximately t9. Dissection was carried laterally in the thoracic spine exposing the interlaminar spaces from t9 down to l3 including the transverse processes of l 1 and l2. The existing instrumentation in the lumbar spine was also exposed laterally. Rod to rod connectors was used in lieu of removing this existing instrumentation. Clearing overgrown bone and soft tissues from around the rods to allow the appropriate fixation points was performed. The wound was then thoroughly irrigated with saline solution. Pedicle screws were placed bilaterally at t10, t11, t12, and l 1. 6.5 mm by 50 mm screws were used at each level for a total of 8 screws. Then rod to rod connectors were fixated to the existing instrumentation between the pedicle screws at l3 and l4 and between the pedicle screws at l4 and ls. A total of 4 rod to rod connectors were used. Cutting of standard rods to length followed by using rod bending devices to create lumbar lordosis and slight thoracic kyphosis was performed. The rods were then held into position using a series of set screws. The wound was thoroughly irrigated. The high-speed bur was then used to decorticate the transverse processes of l 1, l2, and the remaining facet areas across the thoracolumbar junction. Followed by decortication of the interlaminar areas in the thoracic spine and the interlaminar area between t9 and t10. The locally obtained autograft bone was left in situ to assist with fusion. Then catalyst putty was added into the interlaminar areas from t9 down to l3 to augment the fusion. This constituted a posterior fusion from t9 to l3 with instrumentation from t10-l5. A drain was then placed deep to the fascia in the fusion bed laterally exiting through a small poke hole just to the left and inferior of the incision. Closure was then undertaken using a #2 vicryl followed by a #1 vicryl to reapproximate the fascia. Once this was closed appropriately, the subcutaneous layers were thoroughly irrigated. Vancomycin powder was then sprinkled into the subcutaneous layer. Immediate subcutaneous tissues were then closed with a 2-0 vicryl and skin closure was then accomplished using mastisol and steristrips. The wound was then washed and sterilely dressed. Reported complication: patient presents drainage from the posterior thoracolumbar wound that was consistent with a possible deep wound infection. First the superiormost aspect of the thoracic portion of the incision was opened. This was done to obtain cultures that were hopefully not contaminated from the open area inferiorly. A large fluid collection was encountered after incising the skin itself. The fluid was relatively clear and somewhat viscous. It was most consistent with a seroma. No purulent material was observed. There did not appear to be any necrosis or destructive type tissue damage. This incision was opened approximately 3 to 4 inches. Curettes were used to remove some tissue for culture as well as some fluid. No significant signs of infection in this area. Then a couple of inches of the inferiormost part of the incision over the lumbar area was opened and drained preoperatively. In this area, some pieces of bone graft that appeared to have settled in the area subcutaneously were observed. This was debrided out with irrigation and curettes. There did not appear to be any signs of infection in this area and the incision did not appear necrotic. A channel was created from the inferior incision to the main thoracolumbar open area which was previously filled with fluid and the undersurface of the remaining skin flap was debrided. No signs of infection were observed. Pulsatile lavage with multiple liters of saline solution mixed with antibiotics was applied to thoroughly irrigate the entire wound both inferiorly and superiorly but also through the midportion. A drain was then placed through the base of the incision at its deepest portion exiting through a small poke hole just superior and to the left of the thoracic incision. Closure was then accomplished using a 0 pds stitch followed by 2-0 pds stitch for the subcutaneous tissues. Skin closure was then accomplished using a running nylon. The wound was then sterilely dressed. Treatment with bactrim. Cultures were taken and sent for analysis showing no growth. Event reported as resolved 1 month after onset. No further complications have been reported as of writing of this report. The event was not considered unanticipated.